Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
On 10-march-2022 customer alleged failed battery test alarm. Completely broken reservoir tube lip. Insulin pump monitored for a day. Insulin pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Insulin pump passed self test, a21 error test and passed off no power test. No failed battery test alarm during testing. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement tests due to broken reservoir tube lip. Insulin pump history download using thds was successful. However, there is no data available on 10-march-2022, unable to perform data analysis for failed battery test alarm complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked lcd window, cracked case at display window corners, broken belt clip slot, stained address/serial number label, stained end cap sticker, cracked reservoir tube window, cracked case reservoir tube window corners. Failed battery test alarm not confirmed. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.